Event description:
It was reported that during a low anterior resection, the device misfired. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. Additional information received from the surgeon on 12/18/2009: the device was placed in the patient; a tear was noticed and therefore the device was set on the back table. The tear was repaired and the device replaced in the patient. The spike was advanced and anvil placed on the spike. The device was closed and the markers were in the green space. The device was taken off safety, fired and there was no crunch. It was released and put back on safety. The jaws were opened and the anastomosis was not accomplished. The anvil on the proximal colon and the distal colon were inspected and nothing happened. There were no staples and no cutting. The handle was depressed completely and the resident squeezed as hard as possible.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.